Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the leads were showing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the leads were showing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.